Manufacturer narrative:
Initial reporter city: (B)(6). (B)(4). Investigation result: a visual examination of the returned complaint device found that the balloon and the catheter did not have any damages. Microscopic analysis was performed, and it was noticed that the balloon had a pinhole. During the microscope inspection the balloon was dissected to inspect the ro markers (distal-proximal) and no defects were noted. Functional evaluation was performed by attaching the device into an alliance inflation system, and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole in the proximal section on the body of the balloon. With all the available information, boston scientific concludes that it is most likely that the pinhole problem is the result of the interaction between the device and the scope while the catheter advancement occurs at higher elevator angles; this factor combined with the device's design likely influenced the damage found on the balloon. Therefore, the most probable root cause is cause traced to device design. An investigation is in place to address this problem. The most probable cause of the event is caused traced to device design. Investigation concluded that the balloon pinhole was likely caused by the radiopaque (ro) marker on the device during use. When the hurricane rx biliary balloon dilatation catheter device is used at high elevator angles (>70 degrees, which is a range of angles infrequently used to reach the desired target location), interaction between the device and the scope can contribute to balloon pinholes due to ro marker contact with the balloon. On 01 june 2021, a corrective action was implemented to reduce the potential for similar balloon pinhole events. The corrective action included applying glue around both edges of the ro markers during manufacturing, which adds a protective layer around the ro marker and reduces the potential for balloon pinholes during use. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the duodenal papilla during an endoscopic papillary balloon dilation (epbd) procedure performed on (B)(6) 2021. During the procedure, the balloon was started to be inflated; however, the inflation was not good. Reportedly, the balloon was removed from the scope and it was noticed that the balloon was leaking in two areas. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of balloon pinhole.